Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical campus. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) gem microvascular anastomotic couplers were not functioning as expected and failed to deploy or eject. During a diep flap procedure, the surgeons encountered issues with the coupler's functionality. It neither deployed nor ejected as expected. To address this, an additional instrument pan was opened to use a second coupler device. However, the surgeons faced the same problem with the new device. Three couplers failed during the procedure. The coupler that was finally used also did not deploy as expected, necessitating extra steps and precautions for safe and effective application. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The rings were then approximated by rotating the knob of the anastomotic instrument (ai) in a clockwise direction to mimic its use in a surgical process. The pins on the 2.0mm coupler rings appropriately aligned and the rings were approximated as intended. The rings were then fully closed with a surgical instrument per standard practice where they were fully approximated. The knob of the ai was then continually rotated until the approximated 2.0mm coupler rings from the companion sample were successfully ejected from the jaw assembly. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.